Event description:
It was reported that pump experienced malfunction alarm with software malfunction code, and no other notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump with no repeat of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: ios / ios_iphone se 3rd gen / unknown / ios 26.1.